Event description:
It was further reported that the dissection was type c.

Event description:
Clinical study. It was reported that during a coronary artery drug eluting stenting treatment procedure, a vessel dissection occurred. The 90% stenosed target lesion located in the proximal right coronary artery (rca) was 10mm long with a reference vessel diameter of 4.25mm. The target lesion was predilated with the placement of a 4.0x12mm study stent and post dilated with a 4.5x12mm quantum at 12 atms. Following post-dilation, a vessel dissection was noted proximal to the study stent. The dissection was treated with placement of another 4.0x12mm study stent. Post-treatment visual inspection revealed 0% stenosis, and the final angiogram was good. The pt was discharged a day later on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from the review, a supplemental medwatch will be filed.